Event description:
During sample evaluation, a clearlink system continu-flo solution set had a cut in the tubing near the drip chamber. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and a cut was observed at the tubing near the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.